Event description:
Philips received a complaint on the v60 ventilator indicating that touchscreen was not working. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. A material only work order is pending for a replacement touchscreen, front bezel, user interface (ui) to power management (pm) printed circuit board assembly (pcba) cable, switch pcba, liquid crystal display (lcd) cable, switch pcba cable, and kapton tape. No further remote or onsite service has been completed. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 21aug2023, it was clarified that the issue with the touchscreen was that the keys moved by themselves when entering a value. This was found outside of use during preventative maintenance of the device. No patient harm reported. The fse stated that the parts needed to resolve the issue were ordered, but the customer already had a front panel in stock at the customer site. The fse replaced the entire front panel to resolve the issue. The device was confirmed to be placed back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.